Event description:
It was reported that when the ventilator was reconnected to an ac power outlet, the outlet's ground fault circuit interrupter was tripped. The ventilator was then plugged into another ac outlet with the same result. Then the ventilator would not work on either ac or dc power. The patient was removed from the ventilator, manually ventilated for two minutes, and then transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the power supply board was reported to be replaced.